Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported monopolar curved shears (mcs). Visual inspection of the returned mcs noted no corrosion on the electrical contacts. There was damage noted to one of the jaws on the instrument. There was misalignment between the jaws of the instrument. Microscopic inspection of the drive cables noted there was splaying. There was discoloration and damage noted on the clevis of the instrument. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to be manipulated into fully positive and negative pitch and yaw. However, the jaws were not able to fully close due to the misalignment. Electrical testing was performed and the instrument was read with no observed failures. Additionally, the investigation detected the unreported conditions of cable splay and jaw damage that has no relationship to the reported condition. Additional visual inspection was performed on the instrument. The tungsten cable was splayed. This was probably due to a deficiency in cable's design or high external loads exerted on the instrument. Visual inspection also indicates a small damage on the jaw's blade possibly as a consequence of the instrument colliding with another object. A similar event could be the reason for the damage visible in the instrument's clevis. The resulting force of the instrument being driven to push on an object, such as parting tissues, brushing on the surface of tissues, jostling against or collided with another instrument, etc. Was probably the cause for the jaw misalignment. When a force was applied to the jaw, it pivoted against the inner edge of the pulley, causing the jaw to rotate. The jaw remained in the rotated position and resulted in the misalignment. External force applied laterally to the jaw can cause the jaw to displace from its original location. The mcs had been used for two minutes with a use count of two. The mcs is a single use instrument. Further evaluation of the reported monopolar curved shears is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic gastrectomy procedure, at the step of duodenum detachment, the monopolar curved shears could not close properly. The instrument was replaced with a new monopolar curved shears to proceed with the surgery. There was no patient injury.